Event description:
The customer observed smoke coming from under the process cover of an axsym analyzer after cycling power. The customer had cycled power as troubleshooting after the analyzer generated error code 002. The customer powered down the analyzer. No flames were observed. No injuries were reported.

Manufacturer narrative:
(B)(4). Evaluation (B)(4) other, air heater assembly. In response to this issue an investigation was initiated to further investigate the customer issue. The investigation included a review of the complaint text, a search for similar complaints, and a review of labeling. Abbott field service replaced a dirty air heater assembly to address the smoke issue. A review of metrics found no adverse trends in conjunction with the complaint issue under investigation. Labeling regarding this issue was reviewed and found to be adequate. Based on the investigation, no product issue was identified for smoke on the axsym.

Manufacturer narrative:
Investigation in process, no results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.